Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical products: comprehensive reverse 25mm baseplate + adaptor, cat# 010000589, lot# 435290; comprehensive primary stem 11mm mini, cat# 113631, lot# 950540; arcom xl 44-36 std humeral bearing, cat# xl-115363, lot# 249640; comprehensive reverse shoulder glenosphere std 36mm, cat# 115310, lot# 654310; comprehensive reverse tray co 44mm, cat# 115370, lot# 382000; comprehensive locking screw3.5hex 4.75x25 st, cat# 180552, lot# 224610; comprehensive locking screw 3.5hex 4.75x25 st, cat# 180552, lot# 224610; comprehensive nonlocking screw 3.5hex 4.75x20 st, cat# 180558, lot# 372940. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01832; 0001825034 - 2022 - 01833; 0001825034 - 2022 - 01834; 0001825034 - 2022 - 01835; 0001825034 - 2022 - 01837; 0001825034 - 2022 - 01840; 0001825034 - 2022 - 01841; 0001825034 - 2022 - 01842.

Event description:
It was reported patient is experiencing shoulder pain, instability, and rom issues approximately seven years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.